Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed the reported output anomaly. An arc mark was observed on the ICD can. Further evaluation of the arc marks indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and the ICD can.

Event description:
It was reported that the device showed an alert stating output circuit damage during a hv integrity check. The impedance trends were cleared on the device. When the impedance testing was initiated the same alert appeared. No damage was seen on the device. The device was explanted.